Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of the bd viva¿ pen needle 4mm/32g separates from the hub/falls off after use. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: summary: two open 32g x 4mm cartonettes containing 88 sealed pen needle samples were returned from lot. No. 6118878, cat. No. 320136. Visual examination was carried out on 30 of the returned samples and no issues were observed. Conclusion: visual examination was carried out on 30 of the returned samples and no issues were observed. Root cause: no issues were observed with the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.